Manufacturer narrative:
A getinge field service engineer (fse) reported the battery test failed after 105 min and was still within the expiration date. The fse replaced battery, sealed lead acid,12v to resolve the issue. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during preventive maintenance, the cs100 intra-aortic balloon pump (iabp) battery test failed after 105min and was still within the expiration date. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.